Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens diopter -9.5 into the patient's left eye (os) on (B)(6) 2021. The surgeon reports low vault and pigment dispersion. On (B)(6) 2021 the lens was explanted. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2020. The surgeon reports low vault and pigment dispersion. Reportedly, "the refractive result has been achieved. During the next control observation it was noted that the lens has dropped and the vault is a critical mark of 120um. Immediately, a decision was made to explant the lens and replace it with a larger model. The patient did not complain." The cause is reported as unknown.